Event description:
It was reported that the cardiohelp flows are not displayed correctly. The pump stopped and the cardiohelp was exchanged. No harm to any person has been reported, (B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information become available. A getinge technician will investigate the cardiohelp in question.

Manufacturer narrative:
It was reported that the cardiohelp flows are not displayed correctly. The pump stopped during treatment and the cardiohelp was exchanged. A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2022. The fst could not reproduce the reported failure. He performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files does not show a malfunction of the cardiohelp. Customer confirmed, that the backflow intervention was activated by the user. Furthermore, no intervention for the flow/bubble sensor was set by the user, thus no pump stop would take place in case of any bubble detection. An exact root cause could not be identified. However, according to the risk file of the cardiohelp the following root causes can lead to the reported failure: wrong bubble sensor information; influence due to other ultrasonic devices (e.g. Flow sensor); bubble sensor not plugged but recognized; connection of non-capatible sensor; environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to the instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2022-05-16 for the period of (B)(6) 2014 to (B)(6) 2022. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "cardiohelp flows are not displayed correctly" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).